Event description:
A distributor reported that a customer experienced temperature alarms 10 and 11 with their insulin pump. There was no adverse impact to the customer's blood glucose level as the alarms did not cause the levels to exceed dangerous thresholds. The customer continued using their current pump, and technical support arranged to replace the problematic pump. The customer was guided on returning the pump and putting it into storage mode before shipping it back with a pre-paid label provided by tandem.